Event description:
Same patient as MDR# 2134265-2013-00733. Same patient as MDR# 2134265-2013-00734. It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. An unknown taxus stent was implanted in the distal left anterior descending artery (lad). The target lesion was located in the distal left anterior descending (lad) artery. The patient presented with unstable angina. The physician treated in-stent restenosis of the previously implanted unknown taxus stent, placed in the distal lad, with balloon angioplasty.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).